Event description:
The patient was reportedly hospitalized from (B)(6) 2013 for treatment for dizziness. The patient was treated with diazepam for dizziness and ondansetron and metoclopramide for nausea. The patient was discharged from the hospital with no dizziness or nausea.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. This is the final report.